Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated mdrs 1225714-2014-05240, 1225714-2014-,05241, 1225714-2014-05242, 1225714-2014-05243, 2937457-2014-01265 and 2937457-2014-01266.